Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd vacutainer® citrate blood collection tubes had loose stopper closure and opened during use, after being set on the tray following the blood collection. The entirety of the tubes' contents reportedly leaked out, requiring recollection. The following information was provided by the initial reporter, translated from portuguese to english: "the tubes opened shortly after collect when the collaborator left the tube lying on the tray to finish the procedure on the patient's arm. Reports that the collection has been opened (syringe collection and opening of the tube stooper for sample transfer - without puncturing the stopper). Informs that on this occasion as the whole sample spilled, it was necessary to collect again, but there was no contamination of the patient and professional."